Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry, that a patient with a 21mm 7300tfx valve, implanted in mitral position, underwent a valve-in-valve procedure after an implant duration of 5 years, 4 months due to unknown reasons. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). A DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed ((B)(4), rev o). Engineering evaluation summary: per (B)(4), rev o, an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. Per (B)(4), rev o, and (B)(4), rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. H11: corrective data: section h6: component code was inadvertently entered as "cusp/leaflet" within the initial medwatch #38939. Based on the additional information obtained, section h6 has been updated accordingly, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.